Event description:
The customer reported that both of the monitors were not working. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 12 vdc power supply was evaluated and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.